Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett's esophagus. This pt was enrolled with a 3 cm low grade dysplasia. After a secondary focal ablation the pt was observed to have grade d ulcerative esophagitis and dysphagia due to stricture. Pt was dilated and symptoms were resolved. Per the physician the severity of this event was mild and relationship of the event to the device procedure was probable and there was no device malfunction.